Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while using the 0.014" enroute interventional wire. The dissection was covered with an unplanned additional stent.

Manufacturer narrative:
Compliant investigation underway and will be attahed to this report.

Manufacturer narrative:
Compliant investigation underway and will be attahed to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while using the 0.014" enroute interventional wire. The dissection was covered with an unplanned additional stent.